Event description:
It was reported that a problem with the patient programmer was reported. The patient was getting a message on patient programmer and could not make adjustment with patient programmer. The patient had bandages over incision area. Therapy worked fine tuesday and wednesday but the patient could not make it on time today and they wanted to increase stim. Patient services troubleshooted patient programmer and caller was able to communicate with and without antenna. Setting was program 1, at 1.15v and they increased stim to 1.25v. Patient services reviewed it is difficult to communicate with bandages on area and sometimes have to put some pressure when trying to communicate with patient programmer. This action resolved the reported issue. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0qt5b, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).